Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate anti-tachycardia pacing (atp) and delivered four shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The atp accelerated the patient's rhythm into the ventricular fibrillation (vf) zone. The patient was reported to present to a private hospital for treatment. Technical services (ts) recommended reprogramming options. This crt-d remains in service and no additional adverse patient effects were reported.